Event description:
Arrive clinical registry #038-034 dco. It was reported that 143 days following a coronary artery drug eluting stenting treatment procedure, a re-intervention was performed on the target vessel. The index procedure identified and treated one target lesion. The lesion was a 90% stenotic lesion with in-stent restenosis located in the ostium of the distal circumflex. The lesion was 3.00mm in diameter and 6mm in length. The physician pre-dilated with an angioplasty balloon at 18atms and a cutting balloon at 10 atms. The lesion prep reduced the overall stenosis to 70%. The physician followed with a taxus express2 2.75 x 16mm stent deployed at 20 atms. The stent overlapped a previously placed stent by 2.0mm. The lesion was not post dilated. The results were 10% residual stenosis with timi-3 flow. The patient was discharged the following day on plavix. 143 days following the index procedure, the patient underwent a re-intervention of the target vessel due to re-stenosis of the taxus express2 stent. A cutting balloon was used in the circumflex and an unknown size taxus express2 stent was placed in the obtuse marginal. The relationship of this event to the device was not indicated by the facility.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.